Event description:
Relative of a female, reported patient experiencing several hypoglycemic events. He indicated her blood glucose level was <34 mg/dl. Relative reported patient being a brittle diabetic. He stated patient's low blood glucose level was treated with glucagon injections and glucose tablets. She felt symptoms of sweatiness, cold chills, and confusion. Relative reported that 6-8 months prior, the infusion device had a significant amount of moisture inside. He indicated that the patient did not expose the device directly to water sources, but would wear a bag over the device while showering. Relative stated the adapter was used longer than the recommended 6 months. No medical assistance was reported. Product will be returned for evaluation.